Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The following sections were corrected: g2. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left total knee replacement. Approximately one year postoperatively, the patient developed persistent, progressive pain in the left knee. A revision to left total knee arthroplasty was subsequently performed. During the revision procedure, aseptic loosening of the original implants was identified. The original implants and bone cement were removed without difficulty, and it was observed that the bone cement interface had failed. There was minimal bone loss noted during removal of the primary implant and cement. Attempts have been made and no further information could be obtained.